Event description:
It was reported that a (B)(6) year old white hispanic female patient, who's undergone breast augmentation revision with two 375cc mentor memorygel breast implants, suffered spontaneous bilateral breast implant ruptures, post-procedure. As a result, the patient underwent bilateral removal on (B)(6) 2021. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).